Manufacturer narrative:
H6 device code c63215 no longer applies medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a health care professional via a manufacturer representative (rep). The device was turned off by user error. The nurse practitioner said the patient must have accidentally turned the device off when making adjustments. No further complications were reported at this time.

Event description:
Additional information was received from a health care professional via a manufacturer representative (rep). It was reported that the rep spoke with a staff member at the patient's healthcare provider clinic. The staff member stated that she was not aware of any interference with a pain device. She said that when the patient was seen in clinic by a nurse practitioner it was determined that her bowel stimulator was turned off. The patient was turned by the clinician and it seemed as though her bowel stimulator was now functioning properly according to the office personnel. No further complications were reported at this time.

Manufacturer narrative:
Concomitant medical products: product type: external neurostimulator. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for fecal incontinence and gastrointestinal/pelvic floor stim. It was reported that the patient did a trial for a pain stim device about a month ago and that they had put the pain stim device on top of her current device. The patient said that ever since the pain stim trial, she had been having a lot of bowel leakage. The patient said she was sure that the pain stim device messed something up. The patient called back the next day and reported that the pain stimulator was on the right side and the bowl stimulator was on the left. The patient said that the pain stimulator hadn't been turned on yet. The patient made an appointment with their doctor for that thursday (B)(6) 2020. There were no device issues or further patient complications reported.